Manufacturer narrative:
Device received with missing end cap sticker noted. Device passed displacement test, rewind test, basic occlusion test. A21 error test, off no power test and all operating currents test. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had crack on case and keypad anomaly. The blood glucose value was unknown. Customer stated that the insulin pump requires more than one rewind with reservoir change, button was harder to press, pump has become unresponsive during battery change. The insulin pump will be returned for analysis.